Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt lawyer wrote: pt suffered breakage of femur on (B)(6) 2007. In another hospital, a surgery was done with screws, plates and nails. Because of a wrong therapy in this hospital, another surgery was done on (B)(6) 2007 in (B)(6) hospital (B)(6) . A solution stem was implanted. In the course of the time, the pt developed strong pain. An x-ray examination on (B)(6) 2009 showed the solution stem being broken. A revision was done on (B)(6) 2009.